Manufacturer narrative:
Event logs reviewed but could not confirm the reported fault. Event logs suggest the qso closed as expected when a bubble was triggered. 490 2024-01-10t18:34:54.375z info bubble occl ch1, on (3), 491 2024-01-10t18:35:03.867z info bubble occl trig by ch1, val 3, 492 2024-01-10t18:35:03.867z info bubble occl ch1, disabled, 493 2024-01-10t18:35:03.867z info bubble occl ch2, disabled, 494 2024-01-10t18:35:03.867z info flow regulation: internal occlusion requested, 495 2024-01-10t18:35:03.877z info full occlusion: high profile: 34.3, 496 2024-01-10t18:35:06.474z info full occlusion completed. Review of device logs gave no indication of any faults with the qso. Unable to reproduce the reported fault when attempted in-house. Spectrum will work to improve logging in future software releases.

Event description:
Customer reported that while testing bubble detection, the arterial clamp didn't clamp when detecting a bubble. This happened 3 times in a row and worked fine afterwards. From the video, it seems that the arterial clamp is released but the qws show that it is in the open position.